Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level ranging between 60-65 mg/dl resulting in a visit to the emergency room. Juice and carbohydrates were consumed to address bg. Suspected cause of bg was that the customer's pump settings required adjustments. The customer's healthcare provider adjusted the customer's max bolus setting after the ER visit.